Event description:
Went to hospital ER, records 330a-had sob, cp, ear pain, nausea. The next day, had heart cath around 1200 p - went home around 500 pm. Around 800 p back to ER- barely any pulse in foot .cold. Admitted. General vascular surgeon called in after 12hrs. At that time no pulse found in foot or leg , on side angioseal placement in femoral artery. The following day, rushed to emergency - surgery 20hrs approximately after admit to remove angioseal that occluded and damaged artery.